Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified two devices; one has red particles on the surface of the device, an opening on the back, the other device appears to be intact. They are not labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of granuloma and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture baker grade iii and rupture

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii), "intracapsular, tenuous heterogeneous tissue with delayed contrast enhancement, findings that may be related to silicone-induced granuloma". Patient does not wish to replace the device due to recall concerns. The was explanted and found ruptured during surgery.